Manufacturer narrative:
There was no patient involvement. A photograph was provided by the customer for review. However, it did not clearly show the reported issue. Clarification on the issue was requested and no confirmation could be provided. Inventory for this pack lot number was researched and there were no packs remaining for evaluation. The livanova sales representative indicated that the customer was able to modify the line without issue, and that they had additional product they were willing to use. The print drawing for this catalog number was inspected and it clearly shows the proper positioning of the filter and filter loop within the line. Although the reported issue could not be confirmed, this event was treated as a manufacturing error. The individual responsible for assembling this part of the pack was identified based on the reported lot number and remedial training was performed to ensure that the proper steps needed for this build were clearly understood. Through additional follow-up communication, livanova learned that the customer has not observed this issue in any other packs in the reported lot, and that it appears to be a one-time occurrence at this time. Device not returned.

Event description:
Livanova received a report that the arterial filter in a custom perfusion tubing set was found to be backwards during setup. There was no patient involvement.